Manufacturer narrative:
As of the date of this report the screw is still implanted in the patient, therefore a complete inspection could not be completed. The patient is recovering and the surgeon has no plans on a revision.

Event description:
The patient had surgery on (B)(6) 2018. Approximately a month later it was identified that the screw had broken. The patient is doing well and no revision is planned.